Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy using multiple daily injections, and tandem technical support replaced the pump with one that included updated software, instructing the customer on the return process for the faulty device.